Manufacturer narrative:
(B)(4).

Event description:
The device was found in backup mode during implantation. A new device was implanted and the patient suffered no adverse consequences.

Manufacturer narrative:
Additional information: upon receipt, the device was found to be in back-up mode due to a por reset. The product code was downloaded and the device¿s functionality was evaluated and found to be normal. The cause of the reset was not determined as the back-up was unable to be reproduced in the laboratory.